Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a controller failure alarm which resolved on its own. It was not reported if there was any patient involvement.

Manufacturer narrative:
After further review manufacturer device report 1220648-2025-27079 is a duplicate of manufacturer device report 1220648-2025-27041. No further information will be provided in manufacturer device report 1220648-2025-27079. Should any additional information become available it will be reported in manufacturer device report 1220648-2025-27041.